Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during drain one of five on the homechoice. The home patient (hp) was connected at the time of the event. The hp stated during troubleshooting that they had forgotten to close the clamps and press stop during the previous dwell when they disconnected from the set up. The technical service representative assisted the hp to end therapy and advised the hp to start over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. ¿the homechoice and homechoice pro apd systems patient at-home guide¿ provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted.  If any relevant information is obtained, a supplemental report will be submitted.